Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the doctor went down to verify placement the capsule was found in the stomach. The patient was not injured following the procedure.